Manufacturer narrative:
This report is submitted on august 31, 2022.

Event description:
Per the clinic, the patient experienced a performance decrement. Open circuits were noted on 20 electrodes. The implanted device remains.